Event description:
Boston scientific received information stating: boston scientific received information that following the implant procedure, slight noise was noted on the atrial channel. A routine follow-up procedure noted increased noise on the atrial channel and the patient complained of dizzy spells. As a result, the device was programed to doi. It was suspected that the setscrews were not deployed adequately. Dr. (B)(6) hospital: (B)(6), lead implanted (B)(6) 1999. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).